Event description:
It was reported that the IV fluid was leaking out at the junction of the tri-fuse extension set. The event occurred in the operating room (or). It was confirmed that there was no patient harm and the event did not cause any delay in patient therapy.

Manufacturer narrative:
Supplemental created to remove comment from initial report- correction to h10: ¿...large bubble in the silicone segment was confirmed by visual inspection", was placed in error.

Manufacturer narrative:
The customer¿s report of a leak at the junction of the trifuse extension set was confirmed based on functional inspection. Report that the IV tubing had a large bubble in the silicone segment was confirmed by visual inspection. The leak was observed at the engagement between one of the three tubing's to the inlet of the parallel connector components. The sample was inspected for kinks, holes/tears in the tubing or damages to the components. A fluid filled lab syringe was used and functional testing was performed by pushing the fluid through. Additional pressure testing was performed and the leak was observed at the same engagement. Further inspection noted no issues with any of the tubing depths within the parallel connector. The root cause was identified as a sink condition in the parallel connector component (supplier issue).

Event description:
It was reported that the IV fluid was leaking out at the junction of the tri-fuse extension set. The event occurred in the operating room (or). It was confirmed that there was no patient harm and the event did not cause any delay in patient therapy.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV fluid was leaking out at junction of the trifuse extension set. The event occurred in the operating room (or). There was no patient harm and the event did not cause delay in patient therapy.